Manufacturer narrative:
Evaluation tests or methods used to duplicate/replicate the reported problems: customer stated problem was verified after charging, pump would go into depleted state shortly after starting flow test on battery power. What caused the reported (primary) problem: replaced battery and that cleared up the problem. Lot on battery was 181113. The battery pack was likely worn out from normal use. The battery pack was beyond its normal life of two years. Who caused the reported problem: normal wear. Did not notice any external damage to the battery. Actions / repairs done to correct the reported (primary) problem: replaced battery. This issue was caused by normal wear. The customer is responsible for end of life component replacement.

Event description:
It was reported that themedfusion¿medfusion® 3500 syringe pump medfusion would not stay charged and was constantly alarming depleted battery. No patient injury reported.